Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the issue could not be recreated, it is likely the ignition control device temporarily failed to function (i.e. The ignition failed due to a temporary voltage drop) and the main lamp (xenon) could not be turned on. Per the legal manufacturer, the e400 release limit error included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur.

Manufacturer narrative:
During the call with tac (technical assistance center) support engineer and the customer olympus representative, the reported e400 release limit error was resolved by ending the exam and closed the folder that exceeded the release limit. In addition, the ¿cv power off" function was placed to ¿on ¿in the system settings operation tab to make sure the issue does not occur again. The clv lamp error 103 was unable to be recreated. The lamp ignited without error. The root cause of the reported issue is unknown at this time, probable cause could be use handling issue. This report will be supplemented accordingly following investigations.

Event description:
An error e400 release limit error and e103 lamp light up error was reported on the device. The issue found during device maintenance. There was no patient involvement, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Further communication with the customer conveyed the following : the reported error was due to device memory was maxed out. Olympus representative helped and fixed the issue.

Event description:
Updates on the event reported below : the problem was first noticed during the middle of a therapeutic egd /gib procedure. A g scope was involved in the event. There was a few minutes delay, could not take pictures and the patient was not under general anesthesia. The intended procedure was completed with the same device. There were no other devices replaced during the procedure and the device will not be returned to olympus.